Event description:
It was reported that the system 9600emi could not function as a fluoroscope. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was a disconnected wire in the system interconnect cable. The cable will be replaced. No further problems are anticipated following the replacement of the cable. An additional report will be filed if further information becomes available.